Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that recently the operating room staff has been finding black specs in the sets. They are very small black specs. They asked the operation room to send me samples of these black specs. They were mostly found on the bottom of the trays inside the wrappers. A few times they found specs inside the corner protectors that they used. The inside wrap was white so they are easy to identify. What they found was that the black bumpers on the trays which provides protection was peeling off. Perhaps during the transportation and stacking of trays the bumper material breaks down. Not sure if you have received any other concerns about this issue.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned and based off of the returned photographs the reported event could not be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.